Event description:
Teflon is very thin and breaks when punctured, causing the patient's vein to burst. Date of event was not provided. Date entered is date of awareness of distributor in chile. No additional information provided.